Manufacturer narrative:
The facility, city, and postal code are unknown as the information provided is from a survey and the survey doesn't provide any contact nor account information to follow up on the events. Therefore, no further investigation will be made. The event date was changed to reflect the aware date as the event date will remain unknown as the information is from a survey. Complaint conclusion: as reported in the survey, respondent #15 stated hematoma while using a vessel dilator stating sometimes after removal we get access site hematoma, it is one of the standard potential complications. Also, indicated spasm stating this is quite frequent when using a non-hydrophilic dilator. We get spasm as a known problem. Also, indicated bleeding stating there are very few of these incidents and is also a standard potential complication. Also indicated perforation stating same as before, a very little number. Also, indicated intimal tear stating it is mainly due to puncture error. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events ¿vessel perforation, hematoma, hemorrhage, vasospasm and vessel perforation¿ could not be confirmed. These are all well-known potential complications and are often related to patient vessel characteristics and/or user technique (i.e. Puncture error). Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure, and withdraw the csi. Possible complications include but are not limited to air embolism, infection, intimal tear, hematoma, perforation of the vessel wall, thrombus formation¿ based on the available information there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the survey, respondent #15 stated hematoma while using a vessel dilator stating sometimes after removal we get access site hematoma, it is one of the standard potential complications. Also, indicated spasm stating this is quite frequent when using a non-hydrophilic dilators we get spasm as a known problem. Also, indicated bleeding stating there is very few bleedings and is also a standard potential complication. Also indicated perforation stating same as before, a very little number. Also, indicated intimal tear stating it is mainly due to puncture error. The device will not be returned for evaluation.